Event description:
A report was received that one of the patient¿s incisions was oozing (drainage from the one of the sites). The physician discovered an infection and explanted the scs system. Antibiotics were known to be prescribed to the patient. The infection was neither device nor procedure related. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-25, serial #: (B)(4).;description: scs phiii ext 25cm; model #: sc-4316, serial #: (B)(4), description #: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that one of the patient¿s incisions was oozing (drainage from the one of the sites). The physician discovered an infection and explanted the scs system. Antibiotics were known to be prescribed to the patient. The infection was neither device nor procedure related. No device malfunction suspected.